Event description:
Related manufacturer report number: 3006705815-2023-05235, 3006705815-2023-06685. Information was received that the patient experienced an infection at the lead and ipg site. As a result the system was explanted. Additional information was received that a new system was implanted at a later date after the infection resolved. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.